Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver fentanyl [300 mcg/ml] at 58 mcg, indicated for non-malignant pain. It was reported that the doctor's office was having difficulty with refilling the pump, as well as interrogating the pump. The event date was asked but would not be made available due to a legal/confidential reason. It was reported that the pump flipped with an unknown cause. It was stated that it was not known how the pump was sutured with implant, and the information would not be made available. It was indicated that surgical intervention occurred; the pump was flipped back and sutured down. Diagnostics/troubleshooting included an x-ray that confirmed the pump was flipped. As an action/intervention taken to resolve the issue, surgical intervention occurred to return the pump to the correct position and secure it to the fascia. It was noted that the catheter was not braided or kinked as observed by the doctor. The issue was resolved at the time of the report. No patient symptoms were reported. The patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.